Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2020-08-04. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-08-25 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. (B)(4). Investigation summary: bd received the actual sample as well as the rest of the shelf pack from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for sleeve fall off with the incident lot was observed only with the one sample noted by the customer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. An evaluation of the complaint was completed and the indicated failure mode for sleeve fall off was observed during review of the customer sample. Bd was unable to determine the root cause of the customer's issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter was missing rubber sleeve. This was discovered before use. The following information was provided by the initial reporter: missing rubber sleeve.